Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The longevity calculation for this device passed or was not applicable, therefore no problem was detected. The infection allegation could not be confirmed by lab analysis, but infection is a known medical risk.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had exhibited infection and had a hematoma. A revision was performed and the crt-p, along with the right atrial (ra) lead, deep septal lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had exhibited infection and had a hematoma. A revision was performed and the crt-p, along with the right atrial (ra) lead, deep septal lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported.